Event description:
The product is alcon opti-clean ii for cleaning soft contact lenses. The MFR has changed the formulation without any notice on the packaging. The change in formulation has reduced the effectiveness substantially and could pose a serious risk of eye infection in my view. The MFR has admitted that they have changed the formulation with no notice. Their "explanation" is clearly a cover for the fact that they are trying to use less active cleaning ingredient to increase their profits. Without this active cleaning ingredient, the product is ineffective for those who need this product. The result is a buildup of harmful materials on the lenses. Dose or amount: 2/3 fluid ounce bottle. Dates of use: approx seven months in 2007. Diagnosis or reason for use: contact lens cleaner.